Event description:
It was reported that patient sustained a burn on his elbow during a scan with a ge signa lx 1.5t MRI. The patient was very heavy and no padding was used to prevent patient contact with the bore wall. The burn was not recognized until later when the patient sought medical attention from his family physician. The injury was described as a 2nd degree burn with a blister approximately the size of a quarter overlapping into another blister approximately the size of a dime.

Manufacturer narrative:
The system was inspected by a ge representative for proper operation with no problems found. Warnings and instructions regarding appropriate patient padding and positioning are provided in accompanying user documentation.